Event description:
The user facility reported that a 65-year-old male patient developed septic shock after being placed on impella cp support. Additionally, the patient went into runs of ventricular tachycardia (vt) and atrial fibrillation (afib). The patient was shocked multiple times. The impella cp was explanted due to the patient improving and the need to determine the source of sepsis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.